Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. A revision procedure was performed. During the extraction of the ra lead the right ventricular (rv) lead was damaged. As a result, a new ra and rv lead were implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.